Manufacturer narrative:
Correct serial number is (B)(4), not (B)(4) as previously reported. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient experienced ineffective stimulation. X-rays were taken and the physician believed the lead should be placed more midline. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the lead was explanted and replaced. The patient reported effective stimulation coverage postoperative and the issue is now resolved.